Event description:
The pt reported a hard hit to his ipg site 1.5 years ago. The pt reported he has had pain at the ipg site since the incident. It was reported surgical intervention may be the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.